Event description:
Caller reported, the pt was unable to obtain a result on the coaguchek xs system. Pt was reportedly trained on the system, however, stated he did not fully understand how to use the device. Through troubleshooting with the manufacturer it was determined that the pt was not using the device correctly. Pt was not able to obtain a result from 2007 to 2008. Pt was admitted to the hospital with a gastrointestinal bleeding the same day with a result of >8.0 inr on the hospital's system. Pt received unk treatment for the gastrointestinal bleed while hospitalized. Requested return of suspect system and replacement was sent.